Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. 809705) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, depression, anxiety, non-insulin-dependent diabetes mellitus and hypertension. Concomitant products included glipizide since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 330 lbs. Insertion details: once the os was visualized, it was grasped with a tenaculum. Hysteroscopy was inserted. Both ostia were visualized. A 4.5 mm scope was being used which was too small for the essure device. A 5.5 was converted over and re--introduced into the uterus and presence confirmed of the ostia. The essure was implanted in the right and then in the left without difficulty, and gold band was visualized. One coil could be visualized inside the ostia but not outside. Procedure was completed. Removal procedure : the tubes were dissected with bovie cautery off of the utero-ovarian ligament and the uterine veins were separated bilaterally with liga-8ure device and down the broad ligament down to the level of the internal os bilaterally without difficulty, bladder flap was created in this process. The cervix was identified and heaney clamps were placed across and transecting the uterosacrals without difficulty. The vagina was entered mostly on the left side and uga-sure device closure. The remainder of the cervix and vaginal interface was dissected with bovie cautery and was hemostatic. The vaginal cuff appeared to be closed. There may be a small remnant of cervix, especially on the patient's right side. This was not able to be cross-clamped. This was secured and areas were hemostatic. There was no opening to the patienrs vagina. The abdomen was then copiously irrigated and suctioned and no bleeding was noted. The ovaries appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (809705) added. Concomitant medication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, abdomen pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 809705-not valid) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, depression, anxiety, non-insulin-dependent diabetes mellitus and hypertension. Concomitant products included glipizide since 2014. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 330 lbs. Insertion details: once the os was visualized, it was grasped with a tenaculum. Hysteroscopy was inserted. Both ostia were visualized. A 4.5 mm scope was being used which was too small for the essure device. A 5.5 was converted over and re--introduced into the uterus and presence confirmed of the ostia. The essure was implanted in the right and then in the left without difficulty, and gold band was visualized. One coil could be visualized inside the ostia but not outside. Procedure was completed. Removal procedure : the tubes were dissected with bovie cautery off of the utero-ovarian ligament and the uterine veins were separated bilaterally with liga-8ure device and down the broad ligament down to the level of the internal os bilaterally without difficulty, bladder flap was created in this process. The cervix was identified and heaney clamps were placed across and transecting the uterosacrals without difficulty. The vagina was entered mostly on the left side and uga-sure device closure. The remainder of the cervix and vaginal interface was dissected with bovie cautery and was hemostatic. The vaginal cuff appeared to be closed. There may be a small remnant of cervix, especially on the patient's right side. This was not able to be cross-clamped. This was secured and areas were hemostatic. There was no opening to the patienrs vagina. The abdomen was then copiously irrigated and suctioned and no bleeding was noted. The ovaries appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.6 kg/sqm. Hysterosalpingogram - on 7-feb-2014: full occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 18-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.